Manufacturer narrative:
On 11/8/2019, device evaluation was completed. Device evaluation summary: upon receipt by mentor, two devices were received. During the evaluation of the samples, device a it was observed a crease on the posterior aspect extending to the anterior. By the other hand, the device b it was discovered a crease on the anterior aspect. Within the crease on the anterior aspect, a tear was noted measuring approximately 0.8 cm. No other anomalies were found. These kind of findings are consistent with a crease/fold failure which is a known inherent risk associated with the use of saline-filled mammary prostheses and may be the result of one or more of the following contributing factors: underinflation or overinflation of the device, continuous and sustained stresses to the device - such as too small a breast pocket and folding or wrinkling of the shell in the breast pocket. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Based on the information reported and/or the product investigation, there is no evidence that the issue is related with the manufacturing process. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
This report contains supplemental information for mentor asr reference number (B)(4). On (B)(6) 2019, mentor became aware that device serial number identified a duplicate complaint record ((B)(4)). The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: left deflation. Concomitant products: right; 525cc mentor smooth round moderate profile; catalog number: 3501685; serial number: (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
This report contains supplemental information for mentor asr reference number (B)(4). It was reported that a (B)(6)-year-old caucasian female patient underwent revision breast augmentation with a 525cc mentor smooth round moderate profile and was presented with left side breast implant deflation postoperatively. As a result, the patient underwent bilateral explantation and replacement on (B)(6) 2017. Previous asr submissions (B)(4) were duplicated. Any additional event information received will be reported under manufacturer¿s reference number (B)(4).